Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
It was reported that following a coronary drug eluting stenting treatment procedure, a stent occlusion occurred. Seven months post the placement of a taxus express2 drug eluting stent, the patient was admitted to the hospital and found to have an occluded taxus stent. The patient underwent a coronary artery bypass grafting surgery and required an 8 day hospitalization. No additional patient complications were reported. Additional information was requested, but not provided.